Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to recognize a battery pack. The cause for the failure was isolated to a defective power supply brick and a shorted u13 cmos flash microcontroller on the bedside pca. The root cause for the defective power supply and the shorted u13 microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was resetting.